Manufacturer narrative:
Examination of the valve revealed the presence of biological debris within the device. This biological debris caused the returned valve to fail the pressure test and it appears to have caused the difficulty encountered by the customer. Review of the device history record confirmed the valve met spec requirements when released to stock. Based on the results of this investigation, no further action is required. Trends will be monitored for this and similar complaints. At the present time, this complaint is closed.

Event description:
Affiliate reported that the pt developed enlarged ventricles. A shuntography confirmed that fluid did not flow through the device, which required a revision.